Event description:
A customer reported to beckman coulter inc (bec) that there was a recurring issue of leaking needle bellows on coulter lh750 hematology analyzer. Vls diluent error was also obtained. The needle bellow leaks were reported on (B)(6) 2011. The operator was wearing a lab coat and gloves at the time of the incidents. There was no exposure to mucous membranes or open wounds, and no one sought medical attention. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. There was no impact to patient results, and there was no death, injury or change to patient treatment. This report documents the event on (B)(6) 2011. The related events on this customer site are reported in below listed mdrs: 1061932-2012-00071, 1061932-2012-00077, 1061932-2012-00078.

Manufacturer narrative:
Service has been provided for needle bellows leaks on this instrument since (B)(4) 2011. Per service report dated (B)(4) 2011, the field service engineer (fse) re-tubed vl53a/b, vl16, vl57, and verified operation of air solenoids for these pinch valves. The fse replaced vent line to address vls errors and verified operation. The fse replaced actuators on vl57 and vl13, also replaced vl57 waste line and mf11. Root cause for the recurring needle bellows issue is unknown. However, this occurrence was addressed by replacing tubing at vl53a/b, vl16, and vl57, actuators on vl57 and vl13, and vl57 waste line and mf11. (B)(4).